Manufacturer narrative:
The device was not returned for evaluation. If further information becomes available, the agency will be notified.

Event description:
The company representative reported an out of box failure during a procedure. The tip of the thunderbeat broke off. No patient injury occurred. The intended procedure was completed.

Manufacturer narrative:
The customer returned the tb-0535fcs thunderbeat (lot kr862117) for evaluation due to "tip broke off". The user's complaint has been confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed; the device failed the probe check. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there was some tissue build up. The ptfe pad (teflon pad) was inspected and found it was worn; however, there was no metal being exposed. The distal end of the device was inspected under a microscope and found the probe was detached, missing portion returned. Approximately 11mm of the probe was broken off. The wiper movement was normal. The consistency of movement of the handle and jaw was normal. The handle load was normal. The rotation of the knob torque was normal and smooth. Based on the evaluation, the manufacturer determined the likely cause for the damaged/broken probe was attributed to the probe coming into contact with a hard or metallic surface during activation.